Event description:
New information noted that the implantable cardiac monitor was explanted and replaced. Patient condition was not reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic. Device interrogation revealed that the implantable cardiac monitor was not sensing. No intervention was done at the time. Patient presented in clinic on (B)(6) 2019 and problem persisted. Physician discussed explanting the device. Patient remained stable throughout event.

Manufacturer narrative:
Final analysis found the reported field event of failure to sense was confirmed in the laboratory. The reported issue is consistent with a hybrid ic anomaly.

Event description:
New information noted that patient was stable post procedure.